Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the therapy was never effective enough and she stopped using the device and stopped charging. The patient hadn¿t used it and it hadn¿t worked for probably over 10 years. The patient clarified that the ins died probably in 2012. No further complications were reported.

Manufacturer narrative:
Corrected to "adverse event & product problem". If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and epidural fibrosis. It was reported that the patient¿s implantable neurostimulator (ins) battery was dead and not working. The hcp did not have any additional information. The longevity information and head-only scan conditions of depleted devices were reviewed. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated. (B)(6) 2019 lfc (hcp): additional information was received from the healthcare professional (hcp) on (B)(6) 2019. It was reported that the cause of the dead ins was due to the ins being too old and the life expired. The patient discontinued to use the device due to it being ineffective since it was installed. Lastly, the hcp noted that the issue had not been resolved and the device was not working at all. There were no further complications reported or anticipated.